Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two electric shocks and this patient was admitted to the hospital. It was noted that this device was in the battery capacity depleted (bcd) state and that the patient will not be receiving a device replacement at any time. Device data was analyzed by technical services (ts) and it was found that there were several delayed charge times. It was undetermined whether the shocks were appropriate or not because of the bcd status of the device. No additional adverse patient effects were reported. Currently, this ICD remains in service.